Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to pt's report of glare and halos. Pt outcome reported as "good".

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested 4/14/2008, 4/15/2008 and 4/16/2008. A completed questionnaire was received from the surgeon. This report was mailed to FDA on: 4/24/2008.